Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0011936548); product type: 0195-heart valves product ID l-evolutfx-34 (lot: 0011307850); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no misloads were observed during loading. A pre-implant balloon aortic valvuloplasty (bav) was performed as standard for the implanting physician. Upon the first deployment attempt, significant infolding was seen when the valve was at an implant depth of 2mm. The valve was recaptured and removed from the patient. The system was discarded. A procedural delay of approximately 10 minutes occurred. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 continuation of d10:  product ID d-evolutfx-34; product type: 0195-heart valves product ID evolutfx-34; product type: 0195-heart valves e1 e3 e4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, the after the valve was recaptured and removed from the patient and a new valve and delivery catheter system (dcs) were used and implanted.